Event description:
A small amount of blood was observed leaking from the tubing connection between the heat exchanger and the oxygenator modules after the initiation of bypass. It was determined that it was not necessary to change out the unit. The case was reportedly completed successfully with no complications or injury to the pt.